Manufacturer narrative:
(B)(4). D10: unknown; femoral component; unknown lot. Unknown; tibial component; unknown lot. G2: foreign: south korea. G2: literature: kim, y. H., park, j. W., jang, y. S., kim, e. J. (2024) no discernible difference in revision rate or survivorship between posterior cruciate-retaining and posterior cruciate-substituting tka. The journal of bone & joint surgery 106(21)1978-1985, november 6, 2024. / doi: 10.2106/jbjs.24.00007. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that (B)(4) patients underwent knee arthroplasty revisions to address instability. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.